Event description:
During a routine check of the iabp, the company representative observed that the iabp had an electrical test failure code #58. No patient was involved.

Manufacturer narrative:
Replaced the drive assembly (B)(4) and complete pm with full calibration. Functional and safety testing performed to factory specifications. Replaced assembly has been returned to factory for evaluation. A supplemental report will be submitted when the evaluation is completed. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. Internal complaint number: (B)(4).